Event description:
Patient's pain clinic doctor and primary doctor think it has something to do with the stimulator but will treat as a rash. Triamcinolone ace 0.1% cream #45 was prescribed and a new battery is being installed (B)(6) 2025. The issue was not yet resolved, a new battery is being installed (B)(6) 2025. The pt still using the ins but it is still acting up.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(6):analysis information -- 2025-05-05 12:33:28 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep haley freeborn called to ask for the report number from this case. Tss provided the report number. The caller indicated that the 97714 was replaced yesterday and they will be returning the ins for analysis.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from manufacturer representative (rep). Rep stated that there were no issues have been reported with new battery. Customer discarded the old battery. Physician and mid levels have both heard about the dry skin/inching on skin and did not think had anything to do with stimulator.

Manufacturer narrative:
Section h6 imf (annex f) health impact code f11 in previous report is been replaced with f1905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 eval code method (fdm/annex b) b20 has been replaced with b18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate continuation of d10: product ID: 37791; serial#: unknown; product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been having trouble with their implant battery for about a year. The patient (pt) stated they talked to their manufacturer representative (rep) about the issue about half a year ago and the representative told the patient to charge the implant up to half every 2 weeks. Patient stated the implant would either be acting weird or wouldn't charge and it was taking forever to charge. Agent asked the patient if there was any visible damage to the recharger antenna cord and the patient stated that there were a few wrinkles in the cord from being pushed into the belt. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharging antenna. Pt stated they had something on their side. Which could be a possible issue and pt stated they wondered if the implant was leaking or something. Agent redirected the pt to their managing healthcare provider (hcp) to further address the issue. A replacement recharger antenna was sent out. Additional information was received from the patient. Pt said that they got medtronic letters due to this call. They said they have a burn or a rash, and the hcp is going to replace the ins "because it's been acting up and its 8 years old". Pt says the rash started 1-2 months before christmas and "its almost looks like a burn, dry and scaley". Pt says "it looks like there are 3-4 inch grooves and it was itchy and red and now its still itchy but not as red as it was and won't go away, and my pain specialist said the stimulator could have caused it, but I went to my primary doctor and the medtronic rep was there yesterday and they did xrays and the leads are ok and the dr is treating it like its eczema and thinks it could be caused by the stimulator and I'm getting zapped if I lay on my back or I bend over, its been acting really weird since last year". Pt says the hcp "thinks its got something to do with the stimulator". Pt says even when stimulation is off they feel a tingling. Pt says they use aquaphor and other cremes on the rash and is going to see if that works. Pt says they still think its related to ins. Advised that pt follow up with hcp about this.